Event description:
It was reported that during a device interrogation, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a code 1007 approximately 10 months earlier. This is an indication that the device capacitor charge time was greater than 45 seconds. The device was also noted to have reached battery capacity depletion approximately 4 months prior to the occurrence of the code 1007. This patient was indicated to have been lost to follow-up for a long time. Boston scientific technical services (ts) recommended to the boston scientific representative (rep) to replace the device and to consider the patient unprotected. The rep explained that the patient was currently at a transitional care healthcare facility (hcf) but they were not sure why the patient was in transitional care. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.